Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had to go to the emergency room on multiple occasions "for a few hours" due to elevated blood glucose (bg) levels (over 600 mg/dl), and large ketones. Contact was unable to provide specific event dates. Contact stated the customer was treated with blood work, intravenous fluids, and nausea medication.